Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the problems are encountered with gas reading; therefore, the fse proceeded to order spare parts. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device showed problems on the setting of the volumes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the gas delivery system (gds) and data acquisition (da) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil ventilator to duplicate the reported issue. Pil tech verified the correct operation of suspect da pcba with installation into known good flow sensor assy connected to the standard test bed (stb). No error/alarms were generated during the stb operation. The pil tech verified that all options in settings menu operate as designed and correct volumes were displayed during the stb operation. In addition, the tech verified the audible decibel levels notably increased with the change of the volume settings. Pil could conclude that suspect da pcba operated as designed.